Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer had air bubbles in the reservoir. The customer's blood glucose was 437 mg/dl. The mother stated the air bubbles were bigger than champagne sized. The mother reported the customer may have rewound the insulin pump with the reservoir in place. The reservoir will not be returned for analysis.